Event description:
It was reported that during an exploratory laparotomy the device would stick. It would grab tissue, but would not open back up to release. It was unclear whether the device had been stuck on the omentum. The device was engaged repeatedly until it finally opened. This occurred right away in the procedure. Another device was used to complete the case. There was no patient injury. The device was reported to be discarded by the user facility. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report, and was reported to be discarded by the user facility. The device history record was reviewed, and no discrepancies were noted.